Event description:
Additional information was received that the patient was not pacemaker dependent and provocative testing was performed and the lead noise was not reproduced.

Event description:
During a remote follow-up, episodes of either myopotential oversensing or noise resulting in oversensing which resulted in pacing inhibition was observed on the right ventricular (rv) lead. It is unknown if the patient is pacemaker dependent or not. No intervention has been performed at this time. The patient was stable with no consequences.